Event description:
Additional information was received which noted that the patient's ra lead was not tested via the pacing system analyzer (psa) during the revision. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited right atrial (ra) impedance measurements of less than 200 ohms. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.